Manufacturer narrative:
Approximate age of device - 7 years, 8 months. The evaluation of the returned portion of the percutaneous lead confirmed wire damage that would have contributed to the reported driveline fault alarms and pump stoppage recorded in the submitted system controller log file data. A distal end percutaneous lead (lead) replacement was performed on (B)(6) 2018 and approximately 19 inches of the external portion of the lead was returned for evaluation. Visual inspection of the perc lead segment in its returned condition revealed extensive rescue tape repairs as well as an area where the outer silicone sleeve was completely separated to expose the underlying clear bionate layer near the terminus of the distal end bend relief. A complete fracture of the yellow wire could be visualized through the clear bionate in this location. Electrical continuity testing of the lead segment revealed that the yellow wire was open circuit. In addition, an electrical short between the yellow wire conductors and the metal shield was induced when the lead was manipulated in the location where the yellow wire was damaged. The other five wires were found to be electrically intact. Removal of the clear bionate layer confirmed that the insulation and the inner metal conductors of the yellow wire were completely fractured at approximately 3 inches from the metal connector. Areas of severe breakdown of the metal braided shield were observed along the length of the perc lead, especially near the area of wire damage, which appeared consistent with almost 8 years of use. The observed damage to the yellow wire appeared to be the result of fatigue failure due to repetitive flexing of the percutaneous lead in this area. Microscopic inspection and hipot testing of the remainder of the returned perc lead segment revealed no additional areas of wire damage. The fractured conductors of the yellow wire would have resulted in the reported driveline fault alarms. Moreover, if the exposed conductors of the compromised yellow wire contacted the metal braided shield while the patient was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed/pump stoppage event captured in the submitted log file data. The implant kit was shipped with the heartmate ii lvas with an instructions for use which contains a section on ¿caring for the percutaneous lead¿; however, all heartmate ii percutaneous leads have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported on (B)(6) 2018 that the patient was in clinic and having driveline fault alarms. The customer provided x-rays and reported that the patient¿s driveline had multiple areas that are taped and wires were exposed. The patient¿s pump was placed in (B)(6) in (B)(6) 2010. Technical service representative reviewed the log files and stated that the driveline fault alarms was initially suspected to be caused by an issue with the system controller, wherein controller data were collected for further analysis. The percutaneous lead xrays showed some wear and tear but suspected wear and tear was cosmetic and not device related issue. On 02aug2018 log files were provided for review and the system controller was exchanged as requested and noted that a fault occurred after the system controller was replaced. Technical service representative reported that the data from the new controller matched the driveline fault alarm data from the original controller therefore confirmed a percutaneous lead issue, and not a controller issue. There was pump stopped when patient was connected to the power module when the log file was downloaded, which indicated that a perc lead short to shield issue likewise occurred. Tech services recommended for external perc lead replacement to resolve the issue. Tech services stated that reviewing the patient¿s xrays does not appear that patient had an external perc lead replacement done in the past. On 03aug2018 tech services was on site for a driveline repair. The electrical continuity test did reveal a broken yellow wire. The entire external portion of the driveline was replaced with no issues. The constant driveline fault events cleared after repairing all six wires and did not return. The patient was placed on a grounded patient cable after the repair and the pump stop events did not return. The patient will be monitored for a short time then discharged if no more alarms occur.